Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump indicated a data log corruption. It was also reported that unspecified alarms occurred. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose value was 170 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified; however, based on the analysis, the alleged battery and undefined alarm issues could not be verified. The information will be used for tracking and trending purposes.